Manufacturer narrative:
An investigation of the product in question could not be performed. The product was not returned to us. Lot-number and expiry date are unknown. The case was assigned to the department of complaints and documented. No further measures are planned on this case. Colophony-intolerances cannot be excluded, especially following application to extensive surfaces like this case. The instructions for use contain appropriate warnings.

Event description:
(B)(6) forwarded to us a report from a healthcare provider regarding an incident with voco profluorid varnish. The incident concerns a patient with side effects after treatment with proflourid varnish. Voco profluorid varnish is marketed in us. Therefore, the event is reportable accordingly 21cfr 803. Incident description we received from dentist: "reaction description: the patient had not been given a local anaesthetic and no dental reason could be found for the allergic reaction. The numbness and swelling were subsiding the next day, but I advised him to see his doctor as I could not prescribe an antihistamine. He mentioned that he was allergic to seafood and has a sort of similar reaction to seafood. Medically significant details: profluorid varnish was applied topically to two teeth at ul56 for sensitivity. Patient returned the next day with a swollen cheek and lip and numbness of the left side of his face."